Event description:
A peritoneal dialysis pt reported that she had just gotten out of the hospital for peritonitis. According to the pt's peritoneal dialysis nurse, she had not experienced any leaks during treatment, but likely contracted the peritonitis from touch contamination. Reportedly, the pt's daughter connects her to the cycler and is sometimes non-compliant regarding following aseptic technique. The pt was hospitalized on (B)(6) 2013, the peritonitis was successfully treated, and she was released on (B)(6) 2013. Sample not available.

Manufacturer narrative:
The pt's related medical records were requested but have not been received to date. The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.